Manufacturer narrative:
(B)(6).

Event description:
On 28jul2016 our affiliate in the (B)(4) received a call from an eye care provider (ecp) who reported that a patient, age (B)(6) years had been advised to "no longer wear reusable lenses by the hospital as he/she has been diagnosed with keratitis." It was reported that the pt was wearing oasys for astigmatism brand lenses at the time of the event. The ecp also reported that the "pt has responded well to antibiotics and is now allowed to wear daily contact lenses only." It was also reported that the pt was using synergy solution and has been an acuvue brand contact lens wearer for four years. On 29jul2016 our affiliate in the (B)(4) received additional information from the ecp as follows: "the pt had some superior scarring in the left eye." The event date is unknown. No additional information has been received after multiple attempts. This os event is being reported as a worst case. The lot number is unknown and the product is not available for return for evaluation. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.